Event description:
The following has been reported: nurse reported: "the patient was being given iron dextran IV 25mg test dose. When the med was started on the pump, the connection of the IV tubing to the extension site started leaking blood. The tubing and med was disconnected from the pt. Small amount of blood was leaked from the connection site. The patient received 0 on the pump. The clave cap was changed. Attempted to start the med again, and it again, leaked blood from the connection site, even though it was re tightened and secured. IV site was flushed, and flushed well, with a blood return. The IV tubing was removed from the patient and it was found to be leaking just above connection. Pharmacy was notified to send another dose. A new set of IV tubing was used. Patient harm: no. Drug used: iron dextran. A preliminary review identified the following issue: administration set leak (external part). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to a lack of compatibility of the luer lock with alcohol or another assembled component. The potential root cause could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. Another possible root cause could be the presence of a gap between the tubing connection and the rotating luer lock, which is related to a supplier manufacturing assembly error. An internal investigation was opened to determine the exact root cause. The current process controls detection include: post sterilization sampling final inspection; the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing; sampling visual inspection is performed for rotating luer lock at incoming inspection area; 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode; quality sampling for final physical testing, for performing a flow and underwater leak tests; 100% visual inspection during the manufacturing process and final physical inspections.